Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging dizziness and/or headache, hypersensitivity, asthma (new or worsening), inflammatory response, pleural effusion, lung damage, respiratory failure, fluid buildup & respiratory issues (breathing problems). Medical intervention was not specified. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If additional information becomes available, a supplemental report will be filed.